Manufacturer narrative:
On 9/5/2015 follow up: tandem technical support assisted customer with system check and the pump performed as intended. The t:slim user guide states, "ensure that the t:slim pump you use for therapy has all your personal settings programmed with your specific treatment plan." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (300-400 mg/dl) despite delivering correction boluses. Customer reported that profile settings were transferred from a non-tandem pump directly into the t:slim pump. Customer reverted to the non-tandem pump and bg levels normalized. Customer did not have pump available for system check with tandem technical support.